Event description:
Patient tested on the suspect device with an inr result of >8.0. Lab inr was 4.5. No treatment alleged. Controls were originally out of range and fell within range on a repeat run. The device was replaced and requested to be returned for evaluation.